Event description:
It was reported that a clearlink secondary medication set would not administer an unknown antibiotic. This occurred during infusion. The reporter stated that the unknown primary set was ¿plugged in fully.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.